Event description:
It was reported that sensing anomaly was observed. The device was replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of a sensing anomaly could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment no anomalies were found. The cause of the field event could not be determined.